Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during umbilical hernia procedure, the mat scanned and said that there was a "sponge detected" or "metal detected". But the staff in the room did a physical count and found that they had the number of sponges they were supposed to. They used another wand on the same box and did not register any sponge or anything else in the patient. No patient injury.